Manufacturer narrative:
It was confirmed that the power load system could be loaded and unloaded manually. The service technician also confirmed that the customer is aware of the proper procedure of loading and unloading the unit manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the power load arms will not lower fully which could effect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load arms will not lower fully which could effect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.